Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
The patient reported feeling more atrial fibrillation symptoms since the device was changed out. Patient also reported having a very faint sensation in the "upper chest below the heart" that occurs approximately three times per week. Follow-up was conducted to obtain additional information on the patient and the device, but the attempts were unsuccessful. Records indicate the device remains in use. No patient complications have been reported as a result of this event.